Event description:
It was reported that during a surgical procedure at the user facility, the device would not reinfuse collected blood. The transfusion was discontinued. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the device would not reinfuse collected blood. The transfusion was discontinued. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was scrapped by stryker.

Manufacturer narrative:
Device return in transit.